Manufacturer narrative:
The vibrate anomaly was not verified due to broken vibrator black wire. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the insulin pump had no easy vibrator. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.